Event description:
A low readings issue was reported with the adc device. A customer received unspecified lower sensor scan results compared to unspecified blood glucose readings obtained on a competitor brand device and experienced a loss of consciousness. An ambulance was called and the customer and was administered an unspecified IV (dose/type unspecified) by the paramedics. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor patch, and no issues were observed. Data was successfully extracted from the returned sensor using approved software. Watermark was not observed at the base of the sensor tail. The sensor was sent for further investigation. The sensor was de-cased and there were no issues observed on the printed circuit board assembly (pcba). Performed a smu (source measurement unit) and poise voltage test to check the functionality of the sensor, and all results were within specification. Therefore, the issue is not confirmed. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.